Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that surgeon revised patient's right hip due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 626-00-42e, lot # 52998902, description: modular dual mobility insert. Cat # 6260-9-228, lot # 50629103, description: 28mm +4 lfit v40 head. Unknown restoration modular stem. Unknown restoration modular stem body. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that surgeon revised patient's right hip due to infection.